Event description:
It was reported that during trialing, the surgeon realized the femur had been overcut and doctor felt that patient could have been put larger implants due to the amount cut on the anterior femur. Case was completed with planned size.

Manufacturer narrative:
The device was used in treatment and case log files and screenshots were returned for evaluation. The initial visual investigation of the software log files and screenshots found that: there was no problem found with the software. After reviewing the screenshots, it appeared that the software plan was as expected. Loading the case onto an inhouse system allowed the customer to overlay the implant on the remove bone screen to assess the amount of "overcut" the surgeon saw. During this, they were able to realize that the "overcut" the surgeon saw was a designed feature of the nukr procedure. There is a gap between the anterior portion of the implant and the removed bone area that is intended for implant relief. The amount is around 2-2.5 mm to account for the radius of the burs used. The surgical technique guide released at the time of the complaint (pn 500075 reva) contains instructions for using the navio system for implant planning. This failure is an identified failure mode within the risk file. The probable cause of the issue was that the system performed within expected parameters. DHR review found that the software version (r-4307) has been validated. A complaint history review found a similar report. A relationship between the device and the reported event could not be established.